Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance led an evaluation of one reload shipping wedge with the appropriate packaging. Visual inspection of the shipping wedge revealed damage on the wedge slots that seat within the channel. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats lobectomy procedure, the surgeon tried to load the reload onto the handle but a little piece of the shipping wedge broke. It was later found in the thorax of the patient. The procedure was converted to an open lobectomy to retrieve the disengaged piece. No other adverse events reported.